Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg pocket site is not healing and the scs ipg can be seen through the pocket site following her ipg explant/replacement procedure (reference MFR. Report: 1627487-2015-23507). As a result, the patient's scs ipg was explanted/ replaced and the pocket site was relocated.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additonal information received identified the original scs ipg wound site has healed according to plan.